Event description:
Unable to locate medical record. Info obtained from history & physical and death summary on 7-30-99. Pt had cardiac catheterization, lesions noted and proceeded to have ptca. While stenting circumflex, acute rupture noted. Pt was sent to or for emergent CABG. Pt had 2 separate tamponade episodes and later expired on 4-17-99. Pt had been made a dnr by family.